Event description:
Caller reported an issue with the speaker and vibration function of a pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.